Event description:
During a performance inspection, it was reported that the device was not able to display the simulated ECG. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and the therapy pcb parts information to repair the device. Follow up with the customer found that the biomed replaced the therapy pcb assembly to observe proper device operation. The device has been placed back to service for use. The removed therapy pcb assembly was not returned to physio-control for analysis.